Event description:
It was reported that the patient presented after receiving a patient notifier. Upon review, the right ventricular lead exhibited gradually increased impedance and increased capture threshold. The physician decided to monitor the patient. The patient was stable throughout.